Event description:
The pump was returned for investigation. Evaluation revealed that the keypad buttons are intermittently unresponsive. This report is made based on results of investigation completed on 11/01/2011.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and difficult to push. There was evidence of contamination found under all key contacts. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays, the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.